Event description:
A consumer reports blurry vision, halos and difficulty focusing following bilateral intraocular lens (iol) implant surgery. She had a bilateral yag laser procedure with no improvement. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 2/08/2008 and 2/12/2008 by mail, fax and phone. A completed questionnaire was received 2/26/2008. This report was mailed to FDA on: 2/29/2008.